Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0527199v, implanted: (B)(6) 2005, product type lead, product ID 3487a-33, lot# j0527199v, implanted: (B)(6) 2005, product type lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 04-may-2009, UDI#: (B)(4); product ID: 3487a-33, serial/lot #: (B)(4), ubd: 04-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the last couple of weeks, they have been having unusual behavior with their "system". They would like to get in touch with their local rep to have the ins and leads interrogated because the patient (pt) thinks they are having a lead problem. They mentioned that they charged their ins and within a couple of days, their battery was depleted but days later it was working properly again. The pt had been having a sensation at the implant site and a sharp pain if they bend backwards. Pt said that have not had any recent traumas or falls but thinks the lead might be fractured (pt said they have the leads from 2005 and was inquiring about life expectancy of leads). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was reported that the patient suspected a short which caused rapid battery drain. The manufacturing representative (rep) felt that it was due to a glitch in the external equipment and the problem has not reoccurred.